Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds with failure to capture at high output and low sensing. The lead was explanted and replaced. The patient is in stable condition.